Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, battery power failure and power supply interruption occurred, causing the device database to enter suspect mode and require a full system resynchronization. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) as performed from the date of manufacture, (B)(6) and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the issue was resolved by customer support specialist (csc) by performing a full data synchronization and the power outage was caused by searching for the missing medication. No further investigation was required. The system functioned as intended after the field service engineer investigated the issue. Upon investigation of the actual device used in this incident, it was determined that the station battery power failure and power-supply interruption occurred, causing the device database to enter suspect mode and require a full system re-synchronization. The customer support specialist had logged in as carefusion admin (cfnadmin) and accessed ssms, where the dsclientoltp database was observed in suspect mode. Database backup options had been unavailable, and the restore database function could not be used, leaving no standard recovery methods accessible. Troubleshooting was continued, and notes were updated as additional findings developed. The issue was ultimately resolved after a full sync was performed. The field service engineer (fse) had confirmed that the power outage was self-induced while searching for the missing medication, and no further investigation was required. The system functioned as intended after the field service engineer investigated the device.